Manufacturer narrative:
An event of aortic insufficiency, structural valve deterioration with tears, and pleural effusion was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2010, a 21mm aortic sjm trifecta valve was selected for implant. On (B)(6) 2013, the patient presented to the hospital. An echocardiogram, tee, and x-ray were performed and revealed aortic insufficiency, structural valve deterioration with suspected tears present (location unknown), and a pleural effusion. On (B)(6) 2013, a valve a valve in valve was performed and a 23mm tavi was implanted. The procedure was successful and the event was resolved. (Clinical study patient ID (B)(6)).